Event description:
Reportedly, during in-clinic follow-up, the physician asked for a comparison between the displayed longevities and the longevities provided in the IFU.

Manufacturer narrative:
The subject device was implanted on (B)(6) 2025 and is still implanted. The residual longevity is displayed 7 to 10 years on (B)(6) 2026, the time to rrt is 7 to 10 years, leading to rrt between march 2033 and february 2036. The battery voltage is 3.07v. The percentage of ventricular pacing is 100%. Ventricular pacing is delivered at 3,5 v / 0,5 ms and the ventricular pacing impedance is 590 ohms. The percentage of atrial pacing is 14%. Atrial pacing is delivered at 2,5 v / 0,35 ms and the atrial pacing impedance is 330 ohms. The electrical measurements are normal, despite a bit high ventricular pacing threshold. Based on the data provided, the average pacing rate from 18 march 2025 to 23 march 2026 is 57 bpm. The follow-up data provided have been analyzed (23 march 2026) and the estimation of the longevity has been performed using the follow-up data provided. The analysis applied hrs recommendations to determine if premature battery depletion occurred. The device is still implanted and therefore it was not returned. The longevity calculation was performed based on the sole data provided. The subject device was implanted on (B)(6) 2025, leading to total expected longevity = 9,5 years. The expected longevity of the subject device is aligned with the calculated longevity in the IFU. It shall be noted the ventricular impedance of the subject device is lower than the impedances used to calculate the longevities in the IFU, leading to slightly shorter longevity than the one displayed in the IFU. No premature battery depletion is suspected on the subject device.